Event description:
It was reported that the device was fractured. A renegade fathom-16 was selected for use. During preparation, the catheter surfaced was hydrated prior to removal from the carrier hoop. When the device was removed from the packaging, it was noted that the catheter was fractured. The procedure was completed with another of same device. No patient complications were reported.